Event description:
Hip arthroscopy trocar broke in patient. Half of the trocar remained in patient and required surgical intervention to retrieve broken piece. Diagnosis or reason for use: mid anterior portal for arthroscopy and labral repair. Event abated after use stopped or dose reduced: yes.